Event description:
An attempt was made to take a 3d image because the s8 and core vision 3d were used for screw insertion, but could not take a picture due to a communication error. Both of them did not improve even after rebooting and replacing the lan cable. The items checked during 3d imaging on the core vision 3d side were cleared. A connection to s8 has been selected, but it is not communicated on the image acquisition screen. After the operation, the me verified the device, but the same thing happened again, so it was not connected again. Ping is connected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).